Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000379 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and when the catheter was removed from the vizigo sheath, blood was leaking from the hemostatic valve. Septal puncture was performed with a radiofrequency needle. The issue was resolved by replacing the vizigo short to another new one. The procedure was continued. The hemostatic valve itself was not broken. No air entered the patient¿s body. A few drops of blood were lost, but the exact amount is unknown. No adverse patient consequence was reported.